Event description:
The facility is reporting that during the knee procedure, the tip of the guidewire broke off in the left knee of the pt. The broken piece was retained in the knee. The procedure was completed with no harm to the pt.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for eval. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Therefore, we cannot determined what caused the user to experience the reported event at this time. However, the IFU states that if the nitinol guidewire becomes entrapped during screw insertion, "rotate the driver counterclockwise to back out the screw until the guidewire straightens. Pull back on the guidewire, and readvance the screw." One hypothesis is that the guidewire may have become entrapped during the procedure, and instead of rotating the driver to remove the screw, the surgeon may have used excessive tensional force to remove the wire, causing it to weaken and break off into the pt. Based on complaint rate and customer impact, we believe this to be an anomaly. The facility is reporting that there was no pt harm; however, the broken fragment was left in the body, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is rec'd here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, outside of our initial hypothesis, a follow-up report will be filed.